Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in gel once and in 3 tubes with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x1, dirty tube x3.

Event description:
It was reported that prior to use foreign matter was discovered in gel once and in 3 tubes with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x1. Dirty tube x3.

Manufacturer narrative:
H.6. Investigation: bd received 4 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in tube and embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.